Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry anomaly. An end of life warning was noted and several attempts to reprogram were not successful.